Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01456.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a pod3, ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the hospital technician opened the packaging and the lantern was inadvertently dropped on the floor. Therefore, the lantern was not used in the procedure. Next, the physician placed a new lantern in the target vessel and attempted to advance a pod3; however, the coil would not take its intended shape. Therefore, the pod3 was removed. The physician then attempted to advance a ruby coil; however, the same issue occurred, and the coil would not take its intended shape, therefore, the ruby coil was removed. The procedure was then completed using a non-penumbra embolic agent. There was no report of an adverse effect to the patient.